Event description:
The customer reported via phone call that the insulin pump alarmed displayable history check failed on startup. The customer stated that they were experiencing high blood glucose over 400 mg/dl at the time of the alarm. Customer corrected with a bolus. Customer stated a temporary basal was not programmed before the alarm and the insulin pump was not stored without a battery or a dead battery for an extended period of time. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for possible site/insulin issues. Time, date, basal rates and bolus wizard are set up correctly. The bolus history was accurate. The high pressure test was not performed as the customer did not have a tubing clamp. Customer will get back in contact to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.